Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased r-wave amplitudes, increased threshold measurements and high but not out-of-range impedance measurements. The outputs were increased and a lead revision procedure was planned. No adverse patient effects were reported and the patient is not pacemaker dependent. The lead was surgically abandoned without incident.